Event description:
Additional information reported indicated that the patient still had concerns with device or therapy but that they were to receive assistance from their physician. The patient was scheduled to meet with physician on (B)(6), 2012. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: explanted: product type lead product ID, 435135 lot# serial# (B)(4), implanted: explanted: product type lead. (B)(4).

Event description:
It was reported that the patient's internal neurostimulator (ins) was removed "ue to being defective." The patient stated that "she was told it wasn't putting out stimulation so it was replaced in (B)(6) 2012."